Manufacturer narrative:
The returned device analysis confirmed the reported material deformation (clip cover). The reported positioning failure (leaflet grasping clip not implanted) could not be replicated in a testing environment as it was related to patient/procedural conditions. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents. Based on the available information, the reported positioning failure (leaflet grasping clip not implanted) was due to a challenging patient anatomy (calcified posterior leaflet, enlarged mitral valve). The reported material deformation (clip cover) was a result of the leaflet grasping attempts and the troubleshooting; therefore, was due to procedural conditions. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device has been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the distorted clip cover. It was reported this was a mitraclip procedure performed to treat functional mitral regurgitation, with an mr grade of 4. Calcification was noted on the posterior leaflet. The ntw mitraclip delivery system (cds) was advanced to the mitral valve; however, the leaflets were unable to grasp, the valve was too big to get enough leaflet on the clip arms. The decision was made to remove the clip. Once removed, the clip cover appeared distorted. An xtw clip was advanced to the leaflets, placed without issue and implanted. Then a new ntw clip was implanted without issue, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.